Manufacturer narrative:
The event date was recorded.

Event description:
Information was received that the cadd legacy pump had double beep no cassette alarms as well as screen damage. No reported adverse effects. Additional information was received by smiths medical on 18-dec-2018: the event occurred on (B)(6) 2018, and did not occur while in use with a patient. The event did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a damaged screen. Customer's complaint of error code 1816 was verified. The event log showed error 1816 on (B)(6) 2018. The circuit board will be replaced due to the processor on the board. Use testing was performed. The problem source is the circuit board.

Event description:
Information was received that the cadd legacy pump had error 1816 and screen damage. No reported adverse effects.